Manufacturer narrative:
H10: additional manufacturer narrative the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes type 2, hypercholesterolemia, and severe coronary artery disease (CABG 3x).

Event description:
Edwards received notification that a 63 year old patient with a 27mm edwards valve implanted in the aortic position underwent a valve in valve procedure after an implant duration of five (5) years and four (4) months due to calcification leading to stenosis and mild regurgitation (peak gradient 108mmhg, mean gradient 79mmhg, ava 0.8cm2). Reportedly, patient presented with shortness of breath and fatigue. A 26mm transcatheter valve was successfully implanted within the pre existing edwards surgical device. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem) b7 (additional text) and g3 (date received by manufacturer).

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 63 year old patient with a 27mm edwards valve implanted in the aortic position underwent a valve in valve procedure after an implant duration of five (5) years and four (4) months due to calcification leading to stenosis. Reportedly, patient presented with shortness of breath and fatigue. A 26mm transcatheter valve was successfully implanted within the pre existing edwards surgical device. As reported, patient was noted as to be discharged home.